Event description:
The customer reports the event as: the catalog number on the box doesn't match the label on the product inside the box. ((B)(4)) the user's manual included in each of the individual units also doesn't identify this product as latex free. No pt injuries reported.

Manufacturer narrative:
The sample was returned for investigation. The results of the investigation are not available at the time of this report. A follow-up report will be sent when investigation is completed.